Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02174.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician attempted to place two ruby coils into the aneurysm but did not like the sizing of either coils and decided to retract both coils. Upon attempting to retract the ruby coils, the physician felt resistance and subsequently, both coils unintentionally detached within the lantern. Therefore, the lantern was removed with the ruby coils inside. The procedure was then completed using smaller sized ruby coils and the same lantern. There was no report of an adverse effect to the patient.